Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the reporter, on 12/03/2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, blisters, and drainage, underneath sensor pod area only. The reaction was treated with a prescription of a topical unspecified steroid cream. The parent stated that an allergy test was performed by a dermatologist, and that the patient was found to be allergic to the glue used in the dexcom adhesive. No photo was provided. There was no documentation of further medical intervention. The current condition of the patient was unknown at the time of the call. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.